Manufacturer narrative:
E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in germany. It was reported that patient faced infusions set tap not sticking event on 22-may-2024. Catheter fell from body led up to adhering issue. No further information available.